Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# va0r5r2026, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). It was reported that the stimulation pattern from the implantable neurostimulator (ins) changed. Specifically, the patient used to feel stimulation in his lower back but on the day prior to the report, he felt the stimulation only in his legs; it also felt ¿choppy¿. There were no known factors that might have led or contributed to the event. It was also reported that impedance measurements showed that electrodes four through seven were greater than 10,000 ohms. To resolve the issue, the rep was able to reprogram the device around the high impedance electrodes and the patient was feeling stimulation in the necessary areas. Surgical intervention did not occur, nor was it planned. There were no further complications reported or anticipated.